Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found an unidentified deposit on the objective-lens resulting in the blurry image. Based on the results of the investigation, it is possible that insufficient reprocessing led to the malfunction; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 3 'preparation and inspection' and in the reprocessing manual chapter 5 'reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had a blurry image. The issue was found during a demonstration. There were no reports of patient harm.